Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot. Upon troubleshooting, the fse observed the issue with the pdu (power distribution unit) fan tray and dcps (direct current power supply) assembly. To resolve the issue, the fse replaced the fan tray and dcps assembly. The defective pdu fan tray was returned to philips for failure analysis, and during analysis, it was discovered that the pdu fan tray fru failed because psu01 (power supply unit) and psu02 were defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome